Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. On an unknown date in 2010, the patient was hospitalized for the bacterial peritonitis. It is unknown if pd therapy was ongoing. The nurse reported the event of peritonitis resolved. The nurse believed that the bacterial peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, d3 and d4 are unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.